Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 12:30pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿147mg/dl¿ with the subject meter and ¿97mg/dl¿ on a onetouch ultra2 meter within 30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged inaccuracy occurred they had developed symptoms of ¿vision blurred and shaky¿. In response to this the patient self-treated by taking ¿7 shots¿ of insulin at 12:35pm. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient developed symptoms indicative of a serious injury reportable adverse event. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior the onset of these symptoms.